Event description:
It was reported that a malfunction alarm occurred with a display of "malf 0." There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue happened again. The caller acknowledged and understood these instructions.